Manufacturer narrative:
Updated block: h6. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. Initially the display was visible, but the output was dim. Shortly after, the display went blank. Cycling the power restored screen output only briefly. Inside the ccm, voltages from the single board computer (sbc) to the inverter was verified. Using a luo inverter, the same characteristics were observed as the display was visible briefly then blanked out. The screen backlight could not stay illuminated, causing the ccm display to appear blank. The unit did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) was blank. There was no patient involvement.

Manufacturer narrative:
Per the manufacturer's field service representative (fsr), the non-clinical activity was that the end-user found the ccm in the storage room with a blank screen. The fsr verified that the ccm was blank. The fsr replaced the ccm and performed release testing. The unit operated to the manufacturer's specifications.